Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd utilizing the liberty select cycler, and the patient¿s serious adverse event(s) of death. The definitive etiology of the event(s) is unknown; therefore, causality cannot be firmly established. However, the nephrologist reported the patient¿s expiration was cardiac in nature. Although the patient was connected to the liberty select cycler when the events occurred, the pdrn stated (per the nephrologist) the event(s) were unrelated to the patient¿s utilization of any fresenius product(s) or device(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. While there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction caused the serious adverse event(s). The liberty select cycler cannot be excluded from having a possible contributory role in the patient¿s cardiac event(s) and death, as the patient was actively undergoing ccpd therapy when the event(s) occurred. Furthermore, given the lack of treatment data, death certificate, esrd death notification and no manufacturer investigation of the suspect device (liberty select cycler not returned), there is insufficient evidence to disassociate the liberty select cycler from the events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired while connected. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient expired peacefully while sleeping and undergoing ccpd. The pdrn reported the primary/secondary causes of death are unknown. The patient¿s death was unexpected. The patient was not receiving any form of palliative care. The nephrologist reported the patient¿s death was cardiac in nature, and unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient was very adept at performing ccpd therapy, and the pdrn stated the patient never had a problem with the equipment. The pdrn was aware the family did not request an autopsy. Additional information was requested but was not provided.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Although there were visual indication of particulates around both pump door catch posts, there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. A mushroom head check was performed and passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.